Event description:
Revision surgery - the pt's shell disassociated from the stem due to tuberosity wires. The doctor decided to put in a 40 glenosphere with a shell and constrained liner, in efforts to better stabilize the joint.